Event description:
During a rotator cuff repair, as the surgeon was switching ports, the first handpiece being used stopped working. He then replaced it with a second one but it also stopped. Surgeon had to close the patient without completing the case as he had planned. Surgery has not been rescheduled. This device is used for treatment.